Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump's keypad was unresponsive to user inputs. Customer stated they changed the infusion set on their device and the buttons stopped responding. Customer stated they did not recall any significant events that lead to the issue or if the device was dropped. Customer's blood glucose level was 176 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on the keypad trace. The device was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.